Event description:
This event was reported as progressive lv dysfunction and ventricular fibrillation 2 hours post-op after weaning. Cardio-pulmonary bypass assist for 4 hours but weaning failed. Tee noted mitral regurgitation, grade ii and valve explanted. No opening/no closing on tee with insufficient cusp coaptation and restrictive motion of one cusp with mild prolapse. No further info was provided.